Manufacturer narrative:
H2: review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. B5: additional information added to event summary. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the adverse event occurred post procedure. The adverse event is not related to the disease under study. The adverse event did results in new or worsening of existing neurological deficits. The symptoms did last for more than 24 hours. There was neurological deterioration. The patient complains of leg pain, tension in spinal cord and incontinence. Cause is unknown as this is an inflammation event. A specialist was recommended.

Event description:
Medtronic received a report of arachnoiditis post-procedure and implantation of the pipeline vantage stent. The patient underwent surgery on (B)(6) 2021 for treatment of a saccular, sidewall right c5 internal carotid artery aneurysm. It has a maximum diameter of 3.9 mm, a dome height of 2.8 mm, a dome width of 3.9 mm and a 3.5 mm neck diameter. The parent artery diameter distal to the aneurysm was 2.7 mm and the diameter proximal to the aneurysm was 2.9 mm. Post implant, there was complete stasis at the end of the procedure. Post implant, there was complete neck coverage at the end of the procedure. Post implant, the aneurysm occlusion (raymond and roy) at the end of the procedure was class 1. The patient has a medical history of hemiparesis. It was reported that on (B)(6) 2021, the pipeline vantage stent was successfully implanted and wall apposition was achieved. The side branches were not covered by the pipeline device. Post procedure, there was an adverse event of arachnoiditis with the onset date of 2025-03-13. The patient complains of leg pain, tension in the spinal cord, and incontinence. The adverse event is not related to the disease under study. This event did result in new or worsening of existing neurological deficits. The symptoms did last for more than 24 hours. The adverse event resulted in no hospitalization. The adverse event was not treated in another manner. The adverse event was not treated with a blood transfusion, a percutaneous intervention, physical therapy, or a surgical procedure. A concomitant or additional treatment was not given. The outcome status is not recovered/not resolved. There was no diagnostic procedure or diagnostic test performed as a result of the adverse event. The site seriousness assessment found that there was no congenital anomaly, death, disability, hospitalization, life threatening, or medical intervention. The site related assessment found that the antiplatelet medication, the study ancillary device, the study device, and the study procedure are all not related to the adverse event. The sponsor assessment found that the adverse event could be possibly related to the study device and that is not related to the procedure, apt regiment or ancillary device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: corrected the ime/imf codes. H2: review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report of arachnoiditis post-procedure and implantation of the pipeline vantage stent. The patient underwent surgery on (B)(6) 2021, for treatment of a saccular, sidewall right c5 internal carotid artery aneurysm. It has a maximum diameter of 3.9 mm, a dome height of 2.8 mm, a dome width of 3.9 mm and a 3.5 mm neck diameter. The parent artery diameter distal to the aneurysm was 2.7 mm and the diameter proximal to the aneurysm was 2.9 mm. Post implant, there was complete stasis at the end of the procedure. Post implant, there was complete neck coverage at the end of the procedure. Post implant, the aneurysm occlusion (raymond and roy) at the end of the procedure was class 1. The patient has a medical history of hemiparesis. It was reported that on (B)(6) 2021, the pipeline vantage stent was successfully implanted and wall apposition was achieved. The side branches were not covered by the pipeline device. Post procedure, there was an adverse event of arachnoiditis with the onset date of (B)(6) 2025. The patient complains of leg pain, tension in the spinal cord, and incontinence. The adverse event is not related to the disease under study. This event did result in new or worsening of existing neurological deficits. The symptoms did last for more than 24 hours. The adverse event resulted in no hospitalization. The adverse event was not treated in another manner. The adverse event was not treated with a blood transfusion, a percutaneous intervention, physical therapy, or a surgical procedure. A concomitant or additional treatment was not given. The outcome status is not recovered/not resolved. There was no diagnostic procedure or diagnostic test performed as a result of the adverse event. The site seriousness assessment found that there was no congenital anomaly, death, disability, hospitalization, life threatening, or medical intervention. The site related assessment found that the antiplatelet medication, the study ancillary device, the study device, and the study procedure are all not related to the adverse event. The sponsor assessment found that the adverse event could be possibly related to the study device and that is not related to the procedure, apt regiment or ancillary device.

Manufacturer narrative:
H2: b1 should be adverse event only. H6: additional ime/annex e code added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.